Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 3.5x15 trek rx balloon dilatation catheter was advanced onto a non-abbott guide wire, and to a heavily calcified, concentric, 99% stenosed, de novo lesion in the proximal right coronary artery, with resistance felt during crossing of the lesion. Using an unspecified inflation device, the balloon was successfully inflated to 8 atmospheres (atm) and held for 30 seconds, during the 1st inflation; however, during the 2nd inflation, the balloon ruptured at 8 atm after holding pressure for 10 seconds. The trek was withdrawn from the patient anatomy without resistance. Dilatation was completed using a non-abbott balloon dilatation catheter, followed by deployment of a non-abbott stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.